Manufacturer narrative:
The device has not yet been received here at mitek for a failure analysis. When the device is received it will be subjected to a root cause failure analysis and those results will be posted on a follow up MDR filing.

Event description:
The mitek rep is reporting that during a shoulder arthroscopy, a portion of the working end of the electrode broke off into the pt. Per a phone conversation with the mitek rep, he states that all was retrieved and that the surgeon is reporting no adverse incident, no pt harm.